Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for an initial implant procedure. During the procedure, the right ventricular lead exhibited high pacing impedance values and loss of capture. The physician suspected the lead to be fractured. The lead was explanted and replaced. No adverse patient consequences were reported.